Manufacturer narrative:
No product was received for evaluation. Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 15 dec 2025 from a healthcare professional (hcp) at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2025. Additional information was received on 18 dec 2025 from the hcp who stated there was no adverse impact to a user or patient related to the issue.